Manufacturer narrative:
The pump passed active current test and sleep current test. Unable to verify damage to battery cap and contacts due to pump received with no battery cap. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 24.0 received the lowbatteryalert (104) on (B)(6) 2025 18:29:00 faster than expected at 1.44 days.battery cycle 18.0 received the lowbatteryalert (104) on (B)(6) 2025 08:22:00 faster than expected at 0.32 days. Battery cycle 7.0 received the lowbatteryalert (104) on (B)(6) 2025 08:47:00 faster than expected at 4.92 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records due to moisture damage on pcb1 board and pcb2 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, missing display window cover, and corroded battery tube. The pump history records confirmed power loss and battery power loss due to moisture damage in electronic assemblies. Unable to confirm damage to battery cap and contacts due to pump received with no battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and the customer received a replace battery alarm. Troubleshooting was performed for battery cap issues, and the customer reported battery cap and contact damage. No harm requiring medical intervention was reported. No product return is required for mmt-1884.